Event description:
It was reported that a spectrum iq pump experienced an under infusion with paclitaxel. The approximate volume remaining was >100 ml, volume remaining percentage was at least 17% and the ordered infusion duration was 3 hours. The volume programmed and extra time to infuse were unknown. This occurred during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.